Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source did not function, as there was no image when connecting. The issue was observed during maintenance after reported as being found when a diagnostic endoscopy procedure occurred. The reported procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunctions of no image when connected to the 190 series scope was confirmed. Based on the results of the investigation, it was presumed that the "no image" was due to a faulty low voltage differential signaling (lvds) printed circuit board. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.